Event description:
It was reported that, during intravenous remodulin treatment (started on (B)(6) 2024) for primary pulmonary arterial hypertension, on unreported dates in 2024, the patient has been suffering ongoing issues with her IV site being red, bumpy and very itchy (injection site erythema, injection site rash and injection site pruritus). The alternate hypoallergenic dressing was requested. The rash at the patient's central line was getting worse. There was also a clear drainage (injection site discharge) noted, however it was not sure if the drainage was from scratching or not. After this, the patient had again some swelling above her site and went to the emergency room, where the physician prescribed a course of antibiotics. She was also having recurring cellulitis which the nurse practitioner suspected was from central line dressing changes. After this, the patient still had redness at the central line insertion site, pain at site, and area of swelling under collar bone about 6 inches proximal to the insertion site. Furthermore, her opsite 3000 was causing her subcutaneous remodulin site to be itchy and with a bumpy rash. The reporter¿s causality for the event of dermatitis contact with opsite 3000 dressing was considered to be possibly related. The event was likely a complication of the central line that the patient had for drug delivery and not to the drug itself. The recent rash under central line dressing and the latex allergy were potential contributing factors for the event.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the product, could not be returned for evaluation. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, prior escalated actions, and product prints review could not be performed. Although similar events were found in the complaint history, no commonalities that would suggest a device deficiency were found. A review of the risk management documentation was performed and concluded that the alleged failure and associated foreseeable harms have been anticipated. A review of the product labeling (IFU) document for the iv3000 non-ported generic leaflet (global) indicated that if reddening or sensitization occurs, use should be discontinued. The clinical/medical investigation concluded that based on the information provided, ongoing site complications over a period of months with different dressings and multiple concomitant therapies along with patient¿s reported allergies/multi-drug hypersensitivities/rubber allergy, and cellulitis most likely indicate the clinical root cause is multifactorial and does not support a product malperformance. The patient reportedly stated the dizziness ¿was due to the remodulin, and she had already spoken with her physician.¿ the reported ¿clear drainage (injection site discharge) and swelling ¿under collar bone¿ prior to the hospitalization for the vascular port complication could also represent possible migration of the tip, infusion obstruction, and/or site leakage thus further contributing to the infusion site complications; therefore, although unlikely, the remodulin infusion cannot be ruled out with certainty as a possible contributing factor. It is noted that ¿the company has assessed the serious adverse event of complication associated with device as not related to IV treprostinil. Likely a complication of the central line¿ citing ¿recent rash under central line dressing and the latex allergy were potential contributing factors for the event.¿ of note, IV 3000 dressings (unspecified) do not knowingly contain latex in the formulation; however, contact with latex during transit or storage outside of the control of s&n cannot be excluded. The root cause of the reported event could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the product. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.